Event description:
Physician reports capsular contracture baker grade iii/IV on the right side. The device has been explanted.

Manufacturer narrative:
Email address: (B)(6). Information contained in this report was previously submitted through psr on (B)(6) 2022. A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii/IV."

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Physician reports capsular contracture baker grade IV on the right side. The device has been explanted and replaced.

Event description:
Physician reports capsular contracture baker grade IV on the right side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.